Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, air was aspirated into a syringe that connected to the extension port of the introducer prior to inserting the catheters into the introducer. Several aspiration were attempted with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for the replacing the introducer.